Event description:
Customer called to report the pins on the meter are discolored with a green corrosion. No adverse event reported. Upon evaluation by the manufacturer, it was found that pins 3 and 4 were melted. No serious injury reported. A request was made for the return of the device and a replacement was sent.